Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during the implant procedure, poor lead impedance values were observed. After the lead was removed from the device port, a connector pin separated from the lead body. The lead was capped and replaced successfully. Two days later the remaining portion of the lead was explanted. Patient was fine after the event.